Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the retainer was lacked, plastic powder and retainer came out sometimes. Customer's blood glucose level was unknown. Customer stated that the battery insertion part of the insulin pump was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube.